Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the electrode was short when removed. Customer also stated that electrode did not remain inside the body. The patient¿s current blood glucose level was 6.9 mmol/l. The alleged device is not expected to be returned for analysis.